Event description:
Philips fluoroscopy room 2 displayed a handle error message. The table and upright bucket were not working however the fluoroscopy function was still operational. Continued with intermittent issues and later had issues with fluoroscopy through the middle of the month. Philips on site on mid-august.